Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been fractured just distal to electrode ring 3. The shaft material and the internal tubing and wires within the shaft had been fractured at this location. When the returned device was connected to the tactisys quartz unit optical fibers 1-3 met specifications for optical signal properties, and thermocouple error and no contact force messages were displayed. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed error message and the reported event. Further investigation revealed that the catheter shaft material had been fractured between electrode rings 2 and 3. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the detected open circuit, and with the reported event.

Event description:
This report is to advise of a fractured shaft noted during analysis.